Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the event. The caregiver (cg) stated that the patient line was primed before the patient connected but they noted there was an air gap in the patient line. Renal therapy services (rts) had cg close all clamps of transfer set. Rts had the cg disconnect the hp in aseptic way and assisted the cg with ending the therapy and getting the cassette out. The cg would start over the therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.